Manufacturer narrative:
B5, h6 - removed 1135 and 1559, add 2917

Event description:
It was reported that the wake button was sticking. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer's blood glucose was 175 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.